Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, blood at the set insertion site, and physical damage to the insulin pump. The customer reported a blood glucose value of 489 mg/dl. The customer reported hyperglycemia treated with bolusing. The customer reported the following led up to the event: says that the customer can't get their blood glucose down. The event involved product(s) unk_ngp. Troubleshooting was performed for the reported events. The customer used the insulin pump system within 48 hours of the reported event. The customer did not use the minimed 670g/770g/780g system with the auto mode/smartguard feature. The customer declined to continue with troubleshooting of high blood glucose. The customer reported blood at the site. The customer did not receive medical treatment as a result of the site issue. The customer reported that the insulin pump rattled while the reservoir was inside the pump. No further patient complications were reported. No product return is required for unk_ngp.